Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was locked out when it was going to be fired on the pulmonary vein. It was locked out before the knife cut the tissue. The deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.